Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the turbine module was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module.